Manufacturer narrative:
The reported meter and test strips were returned for an investigation, and reading complaint was not confirmed. All test results were within range specification during the control solution testing. A reading of 121 mg/dl was found in the meter memory log in 2009. This is the final report.

Event description:
The customer's wife reported the customer took his insulin dose prior to dinner, and then shortly after dinner, the customer fell asleep from 7pm to 10pm. When he woke up, he reportedly experienced confusion, shakiness and fever. The customer's wife reported the customer checked his blood glucose level and obtained a reading of 121 mg/dl at 2:45am. The customer's symptoms reportedly got worse and his wife called the paramedics. When the paramedics arrived at 3:15am, they checked the customer's blood glucose level and reportedly obtained a reading of 469 md/dl. Although the customer's wife reported the customer received an intravenous medication, she could not reportedly recall what medication was administered. The customer was then transported to a hospital and admitted for approx three days. It was additionally reported the customer was diagnosed with urinary tract infection, but the customer's wife did not know what kind of treatment the customer received, and if he was also diagnosed with severe hyperglycemia. There was no report of death or permanent impairment associated with this event.